Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found there was no abnormality in the length of the wire sheathing. There were no problems with conductivity between the knife wire and the control plug or with the connection. When used with a high frequency ablation power supply and cord to check the power supply, it was confirmed that the power was flowing, but the power supply condition was worse than usual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the torn coating could not be determined, likely factors causing the tear could have been the following: - the knife wire was deformed and the coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. - it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : - when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. - do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. - if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the single use 3-lumen sphincterotome v could not be energized. The issue occurred during a therapeutic endoscopic sphincterotomy (est) procedure. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the wire sheathing was torn and peeled off. The report is being submitted due to the defect found during evaluation.